Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the pump not vibrating anymore. Customer tried to program it but it does not alarm him when there is no insulin and it does not give him any alerts. Customer is not using the sensors and stopped using them due to false readings that were reported in december. Customer reported issues with sensor glucose and blood glucose differences in (B)(6). No further details given.